Event description:
A surgeon reported the labeled packaging contained the incorrect cartridge. He stated there was no patient involved.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).